Event description:
Additional information received indicated the cause of the event was unknown. The device was functioning normally the last time it was interrogated. Attempts to get the patient in to re-interrogate the device were underway. No hospitalization was required and the patient outcome was no injury.

Event description:
It was reported that the left battery had not been making a connection with the lead in the patient¿s neck. The issue occurred in (B)(6) of 2013. It was later reported that the patient¿s hands were very shaking and causing him stress. The patient couldn¿t function and could barely write. It was noted that the patient¿s tremors had gotten worse and there was a return of symptoms sometime in 2012. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator product ID 3387s-40, lot# v113842, implanted: 2008-(B)(6), product type lead product ID 748240, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 3387s-40, lot# v118075, implanted: 2008-(B)(6), product type lead product ID 748240, serial# (B)(4), implanted: 2004-(B)(6), (B)(4).